Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, all applicable testing passed. The system performed as intended and was functioning as designed. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, an l2 pelvic case. It was reported that post-operative computed tomography (CT) scans indicated an alleged inaccuracy of the right s2ai screw. During the case, it was believed that skiving occurred at l4 and l5, but accuracy was achieved when proceeding to l5 and s1. No patient complications have been reported as a result of this event and there was no surgical delay time. Additional information was received. It was reported that the patient did not experience symptoms related to the reported event and trajectories deviated greater than 3.5 millimeters (mm).